Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right knee poly was revised for suspected infection. Cultures were taken and intra-operatively, it was mentioned that a large amount of puss-like fluid came out of the joint capsule.